Event description:
Customer reported that the buttons on the insulin pump were not responding when trying to change the reservoir. Customer removed the battery and reinserted it and was receiving failed battery test alarms and then a battery out limit alarm. She had to but a new battery and changed it. Customer stated the batteries were not out of the device greater than duration allowed. Blood glucose value was 125 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.